Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead having oversensing, high thresholds, high impedance, noise, no capture, and a fracture. Additionally, the patient's spouse called to report that the lead "was shorting out." The lead was explanted and replaced. It was also reported that during the replacement procedure, the new lead was attempted for implant, but the helix would not deploy. The lead was not implanted and was replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), blood in/on the helix/lobe mechanism (sleeve head), and blood in/on helix/lobe mechanism. The lead was received in two pieces and it isn't possible to test the helix. Visually no anomalies were observed. (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.